Event description:
It was reported that cartridge change errors occurred with every cartridge during the load sequence. Customer¿s blood glucose level ranged up to the 300s mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.